Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal marker bands. Deformation was evident to the 16th distal stent wrap, with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion in the mid rca. Tortuosity and calcification was present in mid rca vessel. The device was inspected with no issues. The lesion was pre-dilated. Resistance was not encountered when trying to advance the device. Excessive force was not used during delivery of the device. The device did not pass through a previously deployed stent. It was reported that the device failed to cross/position at the lesion. The procedure was completed using another resolute onyx device of the same size. The patient is reported to be alive no injury. Device analysis has shown stent deformation.